Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The complaint investigation determined the reported difficulty was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) with moderate tortuosity and moderate calcification. A 3.75 x 20 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion for post-dilatation and it crossed successfully. The nc trek was inflated once to an unknown pressure; however, it would not deflate using the indeflator. A 30 cc syringe was used to pull negative pressure several times and the balloon finally deflated completely. The bdc was removed from the anatomy without resistance. A new nc balloon was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.